Manufacturer narrative:
Section h6: health effect - clinical code: 3621 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion. A specific cause for the reported multiorgan failure, infection, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The event was not device related, and the device operated as expected. The product will not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. The heartmate 3 lvas IFU, rev. C, lists death, infection, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for the mlp-034923 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiple organ failure on (B)(6) 2022. Starting (B)(6) 2022 , there was a drop in pump flow, and an echocardiogram showed dilated right ventricle and worse function. Due to the patient's chronic dependence on dialysis, chronic right ventricular failure, and recurrent infections, the patient and his family decided to persue comfort care. The pump was disconnected and the patient passed away shortly after.